Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa and the wds was inserted into the was. The was kinked while using it with the closure device. The physician continued using both the kinked was and wds. The closure device was deployed in the laa, but did not meet release criteria. The physician performed a partial recapture and then a full recapture after it was re-deployed and then recaptured the 27mm and did not use it. They changed the was to the single curve sheath for better position. A new 30mm closure device was selected and was deployed, a partial recapture was performed. The physician deployed the device again. The device was slightly canted and a little bit proximal. The physician checked for leaks using the size and decided that they would release the closure device instead of doing a full recapture. As soon as they released the device, it embolized. It came out of the appendage. The physician attempted to snare the device from the left atrium. They were working on that for a few minutes and they notified cardiothoracic(CT) surgery. The device then passed across the mitral valve into the left ventricle and the CT surgeon at that point put the patient on bypass and proceeded to do a surgical procedure to remove the device. The patient had a heart surgery at that point. The surgeon removed the device from the left ventricle and clipped the appendage. The patient was stabilized and was doing very well following these events. The patient has since been discharged from the hospital doing well.